Event description:
It was reported by the rep that the (1) um201 was used during a laparoscopically assisted vaginal hysterectomy procedure. When the device was pulled out, there was a hole in the uterus and the balloon burst. The product is at the hosp for an internal investigation along with pictures and will give device to rep later. Add'l info: the pt was ok because pt was removing uterus. The product is at the hosp for an internal investigation and will be returned when the investigation is complete.